Event description:
It was reported that the device was used for treatment of poor po intake. Post device placement, the patient had complications of gastroparesis with high gastric residuals. Four days post treatment, the patient developed full peritonitis, air in the peritoneal cavity and peritoneal pain. The patient was taken to surgery. Pt deteriorated post-op and died of sepsis, shock and respiratory failure--never recovering from surgery. The devices is not being returned. Therefore, no failure analysis is available. Without evaluating the device, co cannot determine if the device met specs. Without a product analysis, co was unable to determine the relationship between the device and the cause of this event.